Event description:
Customer's wife reported a motorcycle accident. The insulin pump was broken. The customer is now in a rehabilitation facility. The blood glucose reading at the time of the event was 47 mg/dl. The low blood glucose is the cause of the accident. Customer has been experiencing low blood glucose reading for two weeks. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.